Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - clinical code - 4462- respiratory insufficiency.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. According to the patient, (B)(6) 2025, they passed out around 2:00am. The patient did not provide any cgm, bg values nor report any additional symptoms they experienced during the event. The patient was taken to the hospital and was in a coma and intubated for 3 days. The patient was given IV fluids and diagnosed with dka. The hospital is currently monitoring his brain and motor function through physical therapy. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information has been provided. After further review by dexcom technical support, it was determined that this event was actually a non-reportable event that occurred and was reported in error. Please disregard initial reporting of this event since this has now been deemed non-reportable.

Manufacturer narrative:
3004753838-2026-001454 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.